Event description:
An analysis was performed on the returned flashcard, and the reported allegation was not verified. The flashcard and software performed according to specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. The handheld performed according to functional specifications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the programming handheld was repeatedly freezing. Hard resets were performed but were not permanently resolving the issue, so a replacement tablet was requested and provided. The handheld and software were received by the manufacturer for analysis. However, analysis has not been completed to date.